Event description:
It was reported that the lead was malfunctioning. The lead is still in service. No additional adverse patient effects were reported. This report reflects info received by the FDA in the form of a notification per 803.22. (B)(2).